Event description:
It was reported that upon interrogation, loss of capture, low high voltage lead impedance and low pacing lead impedance were observed. Further information is not available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.